Event description:
On 5th march 2026, (B)(6) reported as part of the shoulder arthroplasty registry that a patient had undergone a subscapularis tenotomy with a univers revers implant on (B)(6) 2023. It was further reported that the patient had a medical history of rheumatoid arthritis and poor bone quality. On (B)(6) 2023, the patient reported pain in the operated shoulder. On (B)(6) 2023, a non-traumatic scapular spine fracture was diagnosed and treated conservatively for three months. On (B)(6) 2023, it was determined that the conservative treatment was unsuccessful and that the fracture had not healed. Due to the ongoing issue, a surgical osteosynthesis of the scapular spine with a plate (no arthrex product) was performed. The patient remained hospitalized from (B)(6) to (B)(6) 2023. Due to plate failure, a revision surgery with a longer plate (no arthrex product) was performed on (B)(6) 2023. The patient remained hospitalized from (B)(6) to (B)(6) 2023. On (B)(6) 2024, the plate failed again and another revision osteosynthesis with a plate (no arthrex product) was performed. The patient remained hospitalized from (B)(6) to (B)(6) 2024. On (B)(6) 2024, it was reported that the plate was located close to the skin, posing a risk of infection. A CT scan from (B)(6) 2024 had shown the fracture to be stable. The plate was removed and the soft tissue was remodeled. The fracture subsequently recurred. The patient remained hospitalized from (B)(6) to (B)(6) 2024. Treatment has been conservative since then. On (B)(6) 2025, it was reported that the patient continued to experience shoulder pain and that shoulder functionality (rom) was worse than prior to the arthroplasty procedure. The patient has permanent dysfunction of the affected shoulder and remains handicapped. On (B)(6) 2026, it was confirmed that the patient declined additional surgical intervention. Physiotherapy is ongoing; however, no further improvement is expected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.